Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf. Product code pqf is not currently available.

Event description:
Dexcom was made aware on 01/12/2017, that on (B)(6) 2016, the g5 mobile application had a loss of connection. No additional event or patient information is available. Data was received for evaluation. However, data could not be investigated due to an error encountered while using share support tool. Problem could not be confirmed and root cause could not be determined.